Manufacturer narrative:
(B)(4). The pump was received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. The pump was unable to perform the functional tests including the self, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement display due to pump flashing white light on the display. The pump was unable to verify missing segments/partial for the same reason. There was no cosmetic damage on the case.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 78 mg/dl. Troubleshooting was performed. The contacts on the battery cap were neither missing nor damaged. The battery compartment was neither damaged nor corroded. They inserted a new battery and the display returned. However, the display began flashing. There was no information on the display. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.